Event description:
It was reported that occlusion alarms occurred. Multiple follow up attempts were made by tandem technica support, however, there was no reported adverse impact to customers blood glucose (bg) level. No reported adverse event to the customer's blood glucose. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.